Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead exhibited infection with sepsis. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. The lv lead was explanted.